Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with seven proglide devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, when the plunger was pulled, the sutures knot was loose [not formed]. This occurred with all seven proglides. The use of proglide devices and the pre-close technique was abandoned. The sheath was upsized to a 7f and the aaa procedure was completed. Hemostasis was achieved using surgical intervention. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.